Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported that infusion set site issue (scar tissue) which led up occlusion and hyperglycemia and high ketones event on (B)(6) 2026, which was treated via pump and with mdi.